Event description:
It was reported that the patient died. The cause of death was unknown, although the hcp did not believe it was device related. The concentration, dose, and drug in the pump were not reported. No symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.